Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) blacked out in the lobby of the hospital due to ventricular fibrillation (vf). The device did not provide therapy due to possible device undersensing. An external defibrillator was required to terminate the vf. After termination of the vf, the device was interrogated; however, nothing had been recorded by the device. The device was reprogrammed and rhythm strips were sent to boston scientific crm technical services for review.

Manufacturer narrative:
The device remains implanted and will not be returned to boston scientific crm. A technical service consultant reviewed the rhythm strips and discussed that the device appears to be operating normally as programmed at the time of the event. The external ECG indicates the rhythm was in the low 100's. The device was programmed to a single zone of 200 bpm. The device will not store rhythms below the cutoff rate. The programming changes made seem appropriate to capture and treat rhythms below 200 as the zone setup is now a 3 zone configuration of: vt-1: 125 mo, vt: 165, and vf: 185. Should additional information become available, an amended report will be submitted.